Event description:
The user-facility reported: patient found with 2-3 inch burn to left deltoid area. Ventilator heat sensor (hme booster) very hot to touch, noted to be touching deltoid area when burn found. The patient suffered 3rd degree burn. Will possibly require excision and skin graft.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. King systems can not duplicate this type of event unless instructions for use are not followed.